Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the pump case was intact without cracks or damage. The keypad was intact without damage. A leak test was performed and did not reveal any leaking. The pump was opened for investigation and did not reveal any evidence of moisture ingress or moisture contamination to the pump¿s interior compartment or components. Investigation did not confirm or duplicate the report of moisture in the pump.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a damaged pump with moisture in the cartridge compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.